Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was shut in a door and as a result, the wake button became difficult to press. Customer¿s blood glucose was between 100-150 mg/dl. Reportedly, the customer will continue to use current pump, and has manual injections available for insulin therapy.